Event description:
It was reported that the device does not recognize certain syringes (35 milliliters (ml) syringes). Flange sensor was bad. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The device was in good condition. There was a an invalid syringe and flange sensor errors in history. Customer stated problem for size issue could not be verified after flow and occlusion tests with multiple syringes. The barrel clamp head screw was tightened down to factory specification. The flange sensor error could not be verified. The root cause of the reported issue could not be duplicated. Replaced size pot for customer stated size issues, replaced ear clip and optocoupler as a preventive measure for flange sensor error that was in history.